Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a (B)(6) year-old female patient who had essure (batch no. 628277) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, endometriosis, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, endometriosis, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, endometriosis. Most recent follow-up information incorporated above includes: on 2-may-2019: pfs and mr received : aka name added, reporter added, lot number added, patient demographic updated, essure removal date added, event injury nos is replaced with pelvic pain. Case became valid. Events added- pelvic pain, abnormal bleeding (vaginal, menorrhagia), endometriosis, dysmenorrhea, abdominal pain. Events onset date and lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 29-year-old female patient who had essure (batch no. 628277-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On 14-sep-2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis ("reproductive system disorder or condition type ofdisorder or condition: endometrosis") and abdominal pain ("abdominal pain"). The patient was treated with laparoscopic assisted vaginal hysterectomy (full) with bilateral salpingectomy and essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, endometriosis, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, endometriosis, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : dysmenorrhea, endometriosis. Most recent follow-up information incorporated above includes: on 14-may-2019: update of information: reported batch is not valid therefore update of investigation is not required . No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.